Event description:
It was reported the patient had been experiencing heating and shocking and a loss of therapy. An impedance check revealed high impedance on the right lead. As a result, the patient's right extension was explanted and replaced. During the surgery, the physician noted the right lead extension was coiled. Surgical intervention resolved the patient's issue.